Event description:
The customer states the device arrived with a paddles power overload issue. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.